Event description:
It was reported that the customer intermittently experienced unspecified cartridge issues. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 350-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.